Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited low pacing impedance, failure to capture and failure to extend helix. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events were helix mechanism issue, low pacing impedance and failure to capture. Analysis found that a complete lead was returned in one piece measuring 51.5 cm with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. The reported event of failure to capture was confirmed. Electrical testing did not find any indication of conductor fractures. The cause of the reported event of failure to capture was due to high potential test failed between conductors due to overtorquing which deflected the inner coil towards the ring electrode. The reported event of low pacing impedance was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.